Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device lot pdz913, and no non-conformances were identified. Additional information was requested and the following was obtained: was the broken piece was removed during the same procedure? Unknown. Patient's current status? Unknown. Device return status/follow up? Unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the broken piece was removed during the same procedure? Patient's current status? Device return status/follow up?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke while suturing of the perineum. A small piece remained in patient and an x-ray had to be done to remove the broken piece of the needle from the patient. The piece was removed. There were no adverse patient consequences reported. Additional information has been provided.